Event description:
It was reported by the system longevity study that the patient experienced diaphragmatic stimulation in all possible vectors of the left ventricular (lv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the system longevity study that the patient experienced diaphragmatic stimulation in all possible vectors of the left ventricular (lv) lead. It was further reported that the lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.